Event description:
User experiencing discrepant creatinine results when comparing 2 different instruments using the same methodology. Units of measure are umol/l. The following examples were provided: initial 209, repeat 89, initial 602, repeat 155; initial 636, repeat 173; initial 477, repeat 158; initial 499, repeat 64; initial 270, repeat 141. If additional info is received, appropriate notification will be provided.